Manufacturer narrative:
Investigation: no photos or physicals samples that display the reported issue were provided for investigation. A device history record review did not reveal any quality issues during the production of lot number 2006304 that could have contributed to the reported defect. Ten retained samples of the same lot were used for additional evaluation. The product was visually inspected, no damage or molding defects were observed on any of the syringe tips. Tip and thread verification tests are performed within the manufacturing environment according to procedure. All retained samples were evaluated and verified to be within specification.

Event description:
It was reported that syringe 50ml ll. The following information was provided by the initial reporter: the luer tip that screws onto the syringe has become completely detached from the syringe, remaining blocked in the chest drain connection system. Date of occurrence, frequency: 1st occurrence.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll the following information was provided by the initial reporter: the luer tip that screws onto the syringe has become completely detached from the syringe, remaining blocked in the chest drain connection system. Date of occurrence, frequency: 1st occurrence.